Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: cracks found in battery compartment above grip pad to threads, and below grip pad to case seal. Leak test failed due to battery compartment leak. Moisture damage observed in battery compartment audio bolus button cover is torn in center. Unrelated to the complaint, there is a dim display with reddish text. Opened pump, no further moisture damage found.